Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded high out of range shock impedance measurements. The right ventricular (rv) lead is a non-boston scientific device. Technical services (ts) discussed some possible issues on the rv lead and recommended to perform further testing and troubleshooting. No adverse patient effects were reported. This crt-d remains in service.